Event description:
It was reported that the patient experienced multiple low glucose readings on a continuous glucose monitor while using the ilet bionic pancreas, with the spouse reporting unexpected meal announcements recorded in the system despite their belief that no meal announcements were made, suggesting possible user error and concern for device malfunction; oral glucose in the form of grape juice with sugar was used to treat the lows, and the device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of medication or oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.